Manufacturer narrative:
(B)(4).

Event description:
It was reported that the metal of the generator was able to be seen through the patient's skin at the generator site. The patient was previously implanted on (B)(6) 2015. The patient underwent a wound revision surgery on (B)(6) 2015 which resolved the generator extrusion issue. The surgeon did not have an explanation of how generator became extruded, whether it was patient manipulation or foreign body response. Infection never developed. No additional relevant information has been obtained to date.